Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Based on clinical details and data logs, the root cause of the placement signal issue was determined to most likely be dp sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had placed an impela rp after a coronary artery bypass graft and repeat percutaneous coronary intervention in the catheterization lab. The rp was supporting the patient despite a loss of the placement signal. The optical loss caused no harm or injury and did not prompt intervention. The pump supported until wean and explant after seventy three hours. There was no reported harm or injury to the patient.